Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific crm received information that this patient recieved 18 shocks over the course of a few days. During this time the patient had pneumonia and was on mothadone which contributed to the number of shocks. The patient stated that she never felt a shock as she experienced syncope prior to the shocks occurring. The patient's physician was aware of the shocks and syncope. This device was subsequently electively explanted.